Event description:
Additional information was received from manufacturer representative (rep) who reported the issue was resolved with the manufacturer representative (rep) that saw them on february 27th. They reported patient had adequate coverage. It was clarified that there is no lead migration concern.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-jun-2029, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 30-may-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) devices, the patient experienced new right side pain since the implant and reported that their legs gave out, resulting in a fall one day after initial programming. The patient continued to experience ongoing symptoms, and the issue was not resolved. The physician was informed and scheduled to see the patient, and subparesthesia programming was provided to cover bilateral back and legs. The patient was instructed on the use of the programmer and recharger and advised to maintain subparesthesia settings as previously successful during the trial. The patient adjusted the settings at night and in the morning. Since he is 1 week post implant he was concerned for migration. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.